Event description:
It was reported that this right ventricular exhibited high out of range pacing impedance measurements. This have been high since implant and have been gradually rising ever since. Additionally, noise was also observed, this is not being oversensing. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the pacing impedance measurements were 2100 ohms via the pacing system analyzer (psa) and the device. The sensing and threshold measurements were good. No interventions were planned or performed. No adverse patient effects were reported. The lead remains in service.